Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low speed alarms when sitting up or bending. The perc lead was manipulated and no failures were reported. They believe the low speed alarms maybe caused by something internal. Waveforms show several low speed drops and power spikes within a 1.5 hour timeframe. The patient appears to be fine as long as they are lying flat or standing. The following day, the patient was taken to the operating room where the pump was turned off, the perc lead cut and the outflow graft clamped, however, the pump was not explanted, but was turned off. One week later, the patient was discharged to a skilled nursing facility with the pump still in place but turned off.

Manufacturer narrative:
The patient remains in the skilled nursing facility with the implanted device in place, but turned off. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.